Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that there was a suspected rv fracture. Impedance measured greater than 2500 ohms since (B)(6) 2020. Loss of capture at max outputs. Noise was observed when moving left arm. Last office check was approximately 6 months ago, and patient reported to rep that noise was observed at that time as well.